Event description:
Description/event details: I want to relay feedback from one of our customers using bd phaseal infusion adapter c100. They had few incidents where significant volumes of air have come into the line despite having drug remaining in the bag (with bd phaseal infusion adapter c100 attachment) and this cause significant disruption during infusion. Additional information: when did the incident occurred (before, during or after use) during use date of occurrence (B)(6)2025 quantity involved (B)(4) kindly provide lot no. Not available. Product was used by 3rd party. Is the IV line is vented or non-vented? Non vented. Could you provide information for the medication/container that is being used as well? Rituximab bags.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: I want to relay feedback from one of our customers using bd phaseal infusion adapter c100. They had few incidents where significant volumes of air have come into the line despite having drug remaining in the bag (with bd phaseal infusion adapter c100 attachment) and this cause significant disruption during infusion. Additional information: when did the incident occurred (before, during or after use) during use. Date of occurrence: (B)(6)2025. Quantity involved: (B)(4). Kindly provide lot no. Not available. Product was used by 3rd party. Is the IV line is vented or non-vented? Non-vented. Could you provide information for the medication/container that is being used as well? Rituximab bags.